Event description:
MFR review of the published journal article entitled "vns in drug resistant epilepsy: preliminary report on a small group of patients. Italian journal of pediatrics, 2010, 36:30. Emilio franzoni, et al." Identified that a vns pt had extrusion of the lead at the generator site that caused hypertrophic scarring. The lead extrusion was described as "partial escape from the pocket of bipolar lead in the chest." No intervention for the lead extrusion was documented in the article. The vns function was not compromised as a result of the lead extrusion per the article. Attempts for further info are in progress.